Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad up arrow (damage prior to tactile change) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the transmitter has been returned and evaluated by product analysis on 07/14/2017 with the following findings: the keypad was found to be peeling up at the contrast key. During testing, the up arrow key was found to be under responsive to button presses. All of the other keypad buttons were responded appropriately. There was contamination found under all key contacts. Unrelated to the complaint, investigation revealed a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.